Manufacturer narrative:
Additional information was received and confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to durable left ventricular assist device. D6b explant date has been updated accordingly (with d6a implant date repopulated).

Manufacturer narrative:
Corrected information has been provided in d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 codes were updated.

Manufacturer narrative:
A clinical assessment was completed and documented in section b5 (event description). Following the clinical assessment, the reportable event classification was revised to serious injury from malfunction. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 64-year-old female patient presenting with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During support, the md noted that although the aic was alarming for suction, echocardiography showed no suction event and the md did not believe the alarm was accurate. The risk for hemolysis with prolonged suction was discussed, and the plan was to continue monitoring. Later, the rn reported that the patient developed a nosebleed. A rhino rocket was placed and anticoagulation was held. The patient remained on support. The false alarm had no impact on the patient¿s hemodynamics, and the pump functioned as intended. The patient survived to explant. Epistaxis may be attributed to systemic anticoagulation and critical illness during impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The medical doctor stated that patient was having suction event per echo even though automated impella controller (aic) is alarming suction. Does not believe aic is accurate. The patient was noted to be stable and remains on support.